Event description:
New information notes that the lead exhibited loss of sensing and not loss of capture.

Event description:
It was reported that the pulse generator exhibited oversensing, loss of capture and low impedance. The device was explanted and replaced.

Manufacturer narrative:
Corrected data: the lead exhibited loss of sensing and not loss of capture. Analysis confirmed normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.